Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: prior to use on pt, air was injected for test and it was confirmed the balloon had been torn. Injected air was less than 10ml. New trocar was opened for procedure. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).